Manufacturer narrative:
Taper I. Medwatch sent to FDA. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number, implant date and port identification provided by the reporter the connector type is assumed to be a taper I. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done.

Event description:
Physician reported the port is broken. Breakage is noted on the port tubing on the taper I connector.